Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings and auto off alarm from the insulin pump. The customer's blood glucose reading was 406 mg/dl. The customer stated that she ate breakfast and never bloused in the morning. The customer was assisted in clearing the auto off alarm. The customer was advised of the medical device and to treat per health care provider's instructions. The customer declined to troubleshoot for high readings.